Manufacturer narrative:
(B)(4).

Event description:
Data was provided for investigation. Based on the data the user ran a successful 10 day sensor session from (B)(6) 2023 to (B)(6) 2023 when the sensor expired. Following the sensor expiration, the data shows that the user repeatedly attempted to start a new session using the expired sensor resulting in a ¿sensor failed due to restart¿ condition detected by the software algorithm. The allegation of an early sensor expiration was not confirmed via data. The probable cause was determined to be restart detection.

Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient reported that the sensor expired early. During this time the patient was not checking finger sticks to monitor their blood glucose. The patient stated they had started to have symptoms of hypoglycemia and called a lyft to take her to the hospital. At the hospital, the patient had unspecified treatment to bring her sugars back up and was rehydrated. At the time of the report, the patient was at home and feeling okay. No product was provided for evaluation. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.